Manufacturer narrative:
Through service, the technician noted that the slide switch actuated easier than normal. Upon disassembly, a ceramic ball was found to be missing from the slide switch.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the ceramic ball of the slide switch disassembled and the slide switch was actuating too easily. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the ceramic ball of the slide switch disassembled and the slide switch was actuating too easily. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.